Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab)was inserted via the left axillary approach, there was a "fiber optic sensor failure" alarm, a loss of fiber optic signal, and the customer was unable to aspirate as the central lumen was clotted. The customer attempted to monitor presses via the radial line, but this was unsuccessful. Next the iab pump (iabp) was placed in semi-auto mode to lessen the frequency of the alarms. The customer was informed by the emergency specialist to try to reposition or replace the iab. The customer opted to utilize non-invasive blood pressure (nibp) monitoring to monitor arterial pressure. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab)was inserted via the left axillary approach, there was a "fiber optic sensor failure" alarm, a loss of fiber optic signal, and the customer was unable to aspirate as the central lumen was clotted. The customer attempted to monitor presses via the radial line, but this was unsuccessful. Next the iab pump (iabp) was placed in semi-auto mode to lessen the frequency of the alarms. The customer was informed by the emergency specialist to try to reposition or replace the iab. The customer opted to utilize non-invasive blood pressure (nibp) monitoring to monitor arterial pressure. There was no reported injury to the patient.

Manufacturer narrative:
Corrections: concomitant medical product date changed from: 02/11/2019 to blank. Method code from: blank to 4114. The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab)was inserted via the left axillary approach, there was a "fiber optic sensor failure" alarm, a loss of fiber optic signal, and the customer was unable to aspirate as the central lumen was clotted. The customer attempted to monitor presses via the radial line, but this was unsuccessful. Next the iab pump (iabp) was placed in semi-auto mode to lessen the frequency of the alarms. The customer was informed by the emergency specialist to try to reposition or replace the iab. The customer opted to utilize non-invasive blood pressure (nibp) monitoring to monitor arterial pressure. There was no reported injury to the patient.